Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por). Patient reported there were no falls or trauma related to this issue. Patient reported they had a knee x-ray 6 weeks to 2 months prior to report. General x-ray information was reviewed with the patient. Patient was redirected to their healthcare provider to clear the code and assess the reason for the code. No symptoms were reported. No further complications were reported or anticipated.